Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision wherein the ipg was moved higher from the original site. The patient was doing well postoperatively.